Event description:
Solicited call from patient- reported that the medication was not draining/no air bubbles, was hooked up to pump for 3 hours with no medication being infused and no pump alarms even though no medication was being infused; nurse had difficulty getting the tubing in place in pump. A little plastic piece of tubing was stuck in the pump, was able to remove with tweezers and use for infusion today. Pt did not miss a dose or experience an adverse event. Pump is available for return; unknown if tubing is available for return. Unknown lot/expiration for either device. No further info provided. Pump and tubing is used to infuse 40 grams of gamunex-c every week. Indication - bone marrow transplant status. Reported (B)(6) by pt/caregiver.